Manufacturer narrative:
Handpiece didn't get hot. Handpiece failed specs due to cap damage. Rotor came in contact with cap. Cap is cleaned and its not sticking inwards position.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.